Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented cr, catalog #: 42502606202, lot #: 62637084, tibia cemented stemmed, catalog #: 42532006702, lot #: 62438461, articular surface fixed bearing cr, catalog #: 42521000413, lot #: 62376869, all poly patella cemented, catalog #: 42540000026, lot #: 62536449. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00189, 0001822565-2018-06054, 0002648920-2018-00796, 0002648920-2018-00795. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision procedure. Subsequently, the patient experienced right lower leg warmth and swelling with no evidence of deep vein thrombosis. The patient was treated for cellulitis.

Manufacturer narrative:
All poly patella cemented, catalog #: 42540000032, lot #: 62536449 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.